Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, sion. Guide cath: launcher 6 f jl4.0. Other: ivus. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as 90% stenosed and may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the restenosed lesion, such that the balloon ruptured upon inflation attempt. Return of the trek may have ultimately aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. Based on the information received with this incident and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that during pre-dilatation in the mid left anterior descending artery for treatment of 90% stenosis, a 2.25 x 12 trek balloon ruptured during the first inflation at 6 atmospheres. The catheter was removed from the anatomy and intravascular ultrasound revealed no damage to the vessel. A 2.5 x 23 xience v stent was successfully implanted and the procedure was completed. There was no adverse patient effect and no significant clinical delay in the procedure. No additional event or patient information was provided.